Manufacturer narrative:
Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported on september 24 during a uterine surgery a omni hysteroscopic scissor was used to take down a septum. However, the doctor couldn¿t get all the way through the septum. Instead, there was a uterine perforation which led to intraabdominal hemorrhage and the patient getting transferred to cedars for a laparoscopy surgery. Additionally, customer reported that uterine perforation was a very unusual complication in which the doctor hit a artery in an unusual location at the uterine fundus and it caused intra-abdominal bleeding. Device worked as expected, no unexpected action from the device occurred and no malfunction was reported. Physician reported that the event was not related to the scissors but was an user error related to patient conditions. No additional information available.